Event description:
The air module did smoke and there was no patient injuries. The defective air module was replaced and the unit was calibrated and functionally checked. The unit passed all test and was returned back to service. The date of the reported failure is unclear. No patient injury. The serial number of the device into which the module was installed is not known.